Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report receiver was initializing screen without manual restart. During the call, patient indicated not feeling well, due to experiencing a low and could not continue the call. No injuries or medical intervention was reported. No further information was provided by the patient.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report the receiver went to initializing screen without manual restart on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).